Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer contact baxter (B)(4) to report one (1) continu-flo set in which "debris that looks like dirt" was detected "right in the tip of the spike" before priming. There was no patient involvement, medical intervention or patient injury reported. A sample is reported to be available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.